Event description:
It was reported that during a gastric sleeve procedure using the powered stapler with a linear adapter and handle and a 60 millimeter purple reload, after the second firing was completed and the reload knife began retracting, the knife stopped functioning halfway through the return. The device was reported to be difficult to remove from the patient. The surgeon did not observe or did not recall any message displayed on the screen. Troubleshooting was attempted, including restarting the device, separating the shaft and handle, and using the retraction tool, without success. The surgeon ultimately forced the jaws open and removed the device using laparoscopic scissors and a laparoscopic forceps. The patient was reported to be alive with no injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:(B)(6)), egia60amt, egia60amt egia 60 artic med thick sulu (lot#:p6a1101). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.